Event description:
It was reported that a home patient (hp) connected during priming on the homechoice device. The technical service representative assisted the care giver to end therapy and advised that the hp may begin therapy again with new supplies. The hp would complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, it was reported that the patient connected to the patient line during priming, before the line is completely primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.